Event description:
The physician reports performing cataract surgery with implantation of an unknown intraocular lens using an ez-28 delivery device. At the time of surgery iris hooks were being used and the patient was noted to have a shallow anterior chamber. As the injector was being inserted into the eye, the bottom lip of the injector caught onto the iris resulting in bleeding. Intervention was performed in order to enlarge the incision and suture the wound. The patient was also treated for inflammation. The patient's current bcva is reported to be worse than 20/40, exact readings were not provided. The lens remains implanted, however due to the extensive hemorrhage additional surgical intervention is required.

Manufacturer narrative:
(B)(4).